Event description:
New information received notes that impedance had continued to increase. The lead was capped and replaced. The patient was fine post procedure.

Event description:
It was reported that high rv thresholds and gradual increase in pacing lead impedance were observed during follow-up. Patient did not experience any symptoms and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.